Event description:
Ten months after two cypher stent were placed. The pt presented with an acute myocardial infarction. Angiography revealed an instent thrombosis in one of the cypher stents. The pt was sucessfully treated with balloon angiography.